Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving a high pressure alarm. "When occluding, backpressure does not rise sharply to 40 at 100% oxygen it rises slowly." There was patient involvement but no clinical or patient injury.